Event description:
A 9 year old male with medical history of transposition of the great arteries, pt forament ovale, pulmonary stenosis, ventricular septal defect, s/p rastelli on 8/13/93 using 18mm aortic hamograft required explant on 6/18/96 (electively) due to calcification. Valve was replaced with a 21mm aortic homograft. Operative report notes homograft as being densley calcified and does not appear to move relative to the sternum in lateral view angiography. Site relates explant to homograft.